Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found that 3d monitor on mcs short circuit caused mpdu fuses to blow out and tripped. The fse replaced fuse on the mpdu, and 3d display. After replacement of the fuse on the mpdu and 3d display, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was not starting up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.